Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: e102 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.